Event description:
The customer reported during a pacemaker revision procedure, this right ventricular lead was surgically abandoned (capped) and replaced due to high thresholds (3.5v @ 0.5ms, 440 ohms). No adverse patient effects were reported. The device was actively implanted for approximately 7 years, 6 months.

Manufacturer narrative:
The lead was surgically abandoned (capped) and will not be returned, therefore the clinical observation cannot be confirmed. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.